Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that an occlusion alarm intermittently occurred. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level ranged from 114-240 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.